Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had had a cubie error. The field service engineer reseated row board cables and ejected failed cubie to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a cubie error. The customer stated that auxiliary 4.1 pocket b5 invalid cubie error. There were no adverse events or injuries reported based on this event.